Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing sore on their back. The lifevest irritated the area and caused it to bleed. The patient's physician prescribed an ointment and advised removal of the lifevest until the irritation healed. Follow up indicated that the skin irritation improved.